Manufacturer narrative:
The software investigation found that a probable cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided. No parts were replaced. No parts have been received by manufacturer for evaluation.

Event description:
A medtronic representative reported that during functional endoscopic sinus surgery (fess) procedure with the navigation system, in the software the 70 and 90 degree curved suctions were displaying a few mm deeper than where the surgeon actually was. Representative reported that the tracer pattern was good and the accuracy was accurate when checked. Straight suction was accurate. The procedure was completed without the use of navigation. There was no delay to procedure. No impact on patient outcome.